Event description:
Penetrating keratoplasty and iol exchange performed due to pseudophakic bullous keratopathy. Surgeon noted ac iol loop incarcerated in would. On pathological exam, no foreign material or hemorrhage on any portion of the lens was noted.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.